Event description:
Reportedly, the defibrillation system was successfully implanted on 16 february 2017 without any adverse event. During the follow-ups performed 1-3 months, 6 months and 12 months after implantation, respectively on (B)(6) 2018, no occurrence of any adverse event was observed. The subject crt-d was reportedly explanted on (B)(6) 2018 because of an infection. Preliminary analysis revealed that the subject crt-d has been sterilized and released according to all applicable procedures.

Event description:
Reportedly, the defibrillation system was successfully implanted on (B)(6) 2017 without any adverse event. During the follow-ups performed 1-3 months, 6 months and 12 months after implantation, respectively on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2018, no occurrence of any adverse event was observed. The subject crt-d was reportedly explanted on (B)(6) 2018 because of an infection. Preliminary analysis revealed that the subject crt-d has been sterilized and released according to all applicable procedures.